Event description:
It was reported the customer went to the emergency room (ER) due to an undefined elevated blood glucose level and diabetic ketoacidosis. Tandem technical support made multiple attempts to follow up with the customer, but further information could not be provided.